Manufacturer narrative:
Final analysis concluded that an external abrasion had breached the insulation due to friction of the lead to another device or features of the heart were found at 36.8 cm to 32.7 cm from connector pin.

Event description:
It was reported that an asymptomatic patient presented in-clinic for a device interrogation. Upon interrogation, the right atrial lead exhibited varying thresholds and sensing values. A lead revision was attempted, but eventually the lead was explanted and replaced. The procedure was performed successfully. The patient was stable before, during and post procedure.